Event description:
Aftern approximately a year of successful cochlear implant use, this pt fall off a chairn and hit their head. After this, they could no longer hear with their device. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to MFR's specifications. Explantation/reimplantable surgery is recommended but has not been scheduled.